Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2010 and a topical skin adhesive was used to close the incision. The patient experienced pain and redness at the incision site. According to the physician, the topical skin adhesive was applied inside the wound in error. The physician applied vaseline to the wound overnight to break down the topical skin adhesive. The next day, the physician excised the wound to remove the subcutaneous skin adhesive and reclosed the wound. The patient healed and the physician was satisfied with the outcome.